Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that her husband's insulin pump was not functioning. She stated he had reloaded the cartridge and when he pressed act, the insulin pump does not work. The husband's blood glucose was 441 mg/dl. The wife stated she was able to see the bolus delivery screen with 0.0 units. The customer was assisted with clearing the battery out limit and bolus stopped alert. Troubleshooting also helped the customer exit the rewind complete/bolus delivery loop. No additional information provided.